Event description:
It was reported that during a da vinci si myomectomy procedure, the cable on the tenaculum forceps instrument broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed a broken pitch cable inside the instrument's housing, which created the loose tension at the clevis area. The cable segment that contains the crimp was still installed in the clevis. Additional observations not reported by the customer were pulley and main tube damages. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. Scratches were short in length and were not axially aligned with the tube. Evidence not conclusive, but the pulley and maintube damages may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.